Event description:
Health professional reported replacement of the band portion and tubing due to an alleged lap-band "leak." The original port remained implanted. This event was confirmed when the pt went in for an adjustment fill and complained of feeling no restriction. The surgeon tried to remove existing saline from the device, but there was less fluid in the band than notes indicated.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."